Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: hi (greater than 600 mg/dl) (advantage) and 188 mg/dl (clinic's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.